Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx stent was implanted in the rca during the index procedure. A dissection in the rca was reported in the rca post implant. It was treated with stenting. Sponsor has assessed the event as possibly related to the device and not related to the antiplatelet medication.